Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-mar-23 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump had been implanted for 12 years and the patient had been looking for someone to take it out. The patient's implanting healthcare provider (hcp) refused to take the pump out because the patient was not going to get a new one put in. The patient was reportedly having problems with their esophagus going shut. It was noted that the patient had their esophagus dilated three times so far, and their doctor said it was something to do with the drug infusion pump. The patient was concerned about what would happen if "the tube broke that goes into my spinal system." It was noted that the patient was currently in another pain management office and they were really cutting back on opioids. No further complications were reported or anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2018 indicated that the patient esophagus going shut was not related to the device or therapy. It was unknown when the patient first started experiencing the esophagus going shut. It was unknown if the patient's esophagus going shut was resolved. No further complications were reported/anticipated.